Event description:
Information received indicates that the tubing leaks due to crack.

Manufacturer narrative:
Product was not returned. DHR was reviewed for lot number cf1213102 and found zero defects for this leak issue.